Event description:
Information received notes dashes (---) for several para- meters. The measured rate, originally programmed to 70 ppm, was 58.2 ppm, with battery data at 2.75v, 29ua, and <1 kohm. The device was successfully programmed, but the dashes reappeared with reinterrogation. After some difficulty, a download was completed and the device was reprogrammed, but interrogation revealed aai mode at 70 ppm. The patient was pacemaker dependent and the device was replaced.